Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.

Event description:
On (B)(6) 2010, during a revision surgery, the surgeon was implanting a sequoia speedlink medium transconnector when it disassembled. There was no harm to the patient and no surgical delay. The surgeon used another transconnector to complete the surgery. The malfunction has been associated with an adverse event in the past.